Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that solution was found on the floor daily after peritoneal dialysis on a homechoice (hc) machine. The registered nurse (rn) stated that the setup was not available and troubleshooting could not be performed. The rn did not see any issues with the supplies currently on the device. The technical service representative (tsr) advised the rn to have the home patient (hp) call when the leak is observed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this patient and event.